Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient had significant pain and discomfort in the past year. He had a bilateral knee replacement done in 2007. Both baseplates had the trialthlon low profile tray implanted. The left knee was revised for pain. The surgeon evaluated the femur and tibia and it appeared that the tibia baseplate was loose. After removing tibia, he reevaluated femur and a lucency appeared after striking it with a mallet and impactor. All components were revised to ts triathlon knee.

Manufacturer narrative:
An event regarding tibial component loosening involving a triathlon femoral component was reported. Conclusion: a phase 3 was completed for the tibial component. It is noted that it is stated in the event description that the femoral component was impacted during the revision surgery to address the tibial baseplate component and was subsequently removed. Based on the provided information, the femoral component did not contribute to the event of tibial component loosening.

Event description:
It was reported that patient had significant pain and discomfort in the past year. He had a bilateral knee replacement done in 2007. Both baseplates had the trialthlon low profile tray implanted. The left knee was revised for pain. The surgeon evaluated the femur and tibia and it appeared that the tibia baseplate was loose. After removing tibia, he reevaluated femur and a lucency appeared after striking it with a mallet and impactor. All components were revised to ts triathlon knee.